Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an impact due to external force during transportation, storage, use, and cleaning, etc. Was applied to the subject part and the adhesive peeled off. Additionally, the device has been used past its service life, likely leading to adhesive deterioration. This issue is addressed in the instructions for use (IFU): "important information: please read before use. Warnings and cautions (p.7). Caution do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.".

Manufacturer narrative:
The device referenced in this report has been returned to olympus for physical evaluation. Preliminary findings are reported. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals the following: c-body glue is peeling, the channel mount is bent affecting passage through the channel, the k-pipe is leaking, and the lg tube buckles. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an ultrasonic gastrovideoscope, a needle could not be passed through the channel. There was no patient impact related to this event.